Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to corrosion of the oblong taper of the profemur® cocr modular neck where it seated in the pocket of the profemur® titanium stem. (Left hip).